Event description:
Info was received three times in 2003 from a physician regarding a pt with a history of stomach cancer. Earlier in 2003, the pt underwent cardiectomy for "early part of stomach cancer." After resecting the stomach cancer, two drains were inserted (location unknown) and the stomach and esophagus were anastomosed with suture instrumentation. One sheet of seprafilm was placed under the abdominal median incision, which was about 20 centimeters long and two layers. There was no seprafilm placed over the anastomosis. The layers were sewn with a skin-stapler. There were no existing adhesions. It took about 4.5 hours for the whole operation. A drain was placed right after the operation and the pt was started on cefazolin sodium 2g/day intravenous drip, which was discontinued 3 days later. One drain was removed four days later without rupturing the sutures (confirmed by radioscopy). The pt started on a liquid diet. Four days later the pt developed a fever of 39 degrees celsius and epigastric discomfort. The pt's fever decreased to 38 degrees c by the following day. The pt developed an abscess under the abdominal wall (considered moderate in intensity) which was shown on abdominal computed tomography three days later. The pt was started on cefmetazole sodium 2 grams intravenous drip for "infection prevention." The pt's fever resolved the next day, was reported to be doing well, and the second drain was removed. The cefmetazole sodium was discontinued the following day. The pt was reported to have recovered without sequelae in about twelve days. The relationship between the adverse event and seprafilm was considered "causal" by the reporter.